Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports their personal diabetes manager display was blanc. Once at the hospital the patient was treated for ketones. The patient was provided insulin pens as well as a manual glucose meter. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6.